Event description:
It was reported that the right atrial (ra) lead implant was unsuccessful because the helix was extended prior to use and physician stated that stylet would not "go in with ease." The ra lead implant was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the right atrial (ra) lead implant was unsuccessful because the helix was extended prior to use and physician stated that stylet would not "go in with ease." The ra lead implant was explanted and replaced. No patient complications have been reported as a result of this event.